Event description:
A user facility reported that one (1) patient sustained perioral scars following treatment with an ultrapulse laser totalfx handpiece patient treatment settings and photographs of the patient's sequela were provided by the facility.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request relevant patient information and patient preexisting condition information. . Reasonable attempts by phone and email were made to obtain the information; however none received from the facility. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated manufacturer's specifications. The lumenis technical expert noted: "customer stated that they wanted power output checked. Thought energy may be high. Could not duplicate issue. Power was about 8-10% low. Performed pm. Cleaned optics. Verified alignments. Filled coolant. Performed calibration. System passed calibration alignment, safety and energy tests. System working within manufacturers' specifications and ready to use." A lumenis healthcare professional evaluated the reported event details concluding the probable root cause of the reported event to be aggressive treatment settings in contradiction to common medical practice, device labeling and subject device training.